Event description:
During an implant procedure or the medtronic len ventricular (lv) lead, as tnc ieaa trlea to follow the terumo guidewire, the physician had difficulty accessing the lead with the terumo guidewire. The medtronic lv lead was flushed several times, however, the lead was ultimately replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).